Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 37752, serial# (B)(4), implanted: (B)(6) 2005, product type: recharger. Product ID: 37742, serial# (B)(4), implanted: (B)(6) 2005, product type: programmer, patient. Product ID: 3708340, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. Product ID: 3708340, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. Product ID: 3890, lot# j0322067v, implanted: (B)(6) 2003, product type: lead. (B)(4).

Event description:
Additional information was received indicating that the decision to replace the leads at the same time as the battery replacement was made to make the patient able to have an MRI safe system, not because of failed therapy or lead issues. The patient continued to be satisfied with her stimulation system and was pleased to have MRI safe technology.

Event description:
Additional information was received indicating that this ¿fracture¿ had happened years ago. The decision to replace the leads at the same time as the battery replacement was made to make the patient able to have an MRI safe system, not because of failed therapy or lead issues. The patient continued to be satisfied with her stimulation system and was pleased to have MRI safe technology.

Event description:
It was reported that there were greater than 10,000 ohms. The patient was going in for a normal end of service (eos) battery replacement. The implanting physician was going to replace the entire system so they could use a sure scan system. It was noted that one lead was not working. It was thought that all the electrodes on all 5-8 lead were greater than 10,000 ohms. It was noted that the patient was getting good pain coverage. Information was received on december 10th indicating that the patient¿s lead showed out of range impedances since before six years ago. The leads had migrated. The leads were replaced on (B)(6) 2014 and the patient was doing well at the time of the report.